Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a high blood glucose (bg) level of 450-451 mg/dl and 3.4 in ketones which led to the customer being hospitalized. Suspected cause of the adverse event was due to a possible issue with the infusion set or the insulin; however, this could not be performed as the supplies were changed multiple times. Customer changed supplies and gave correction boluses to attempt to resolve the issue on their own, and at the hospital customer was treated with insulin pens. There were no pump issues identified.